Manufacturer narrative:
Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the glucocard expression meter was giving high readings. Daughter reports that on (B)(6) 2016 @ 10:02 am she tested her father with the glucocard expression meter and it read 578. She asked her father is he was feeling bad and he was not. She noted he did not have any symptoms of being hi such as fever, vomiting or dry mouth. She said she tested again and the meter said hi. We did not locate that result in the memory. She elected to treat him, but as a precaution she cut the dose in half. She tested him on the accucheck meter and got 288 @ 10:04am, 238 @ 11:04am and 153@12:06pm. He returned to normal activity. She describes the testing procedure as using a cotton ball with alcohol and then drying it with a second cotton ball. She uses a new lancet each time. She tests immediately as she is aware that exposure to the air can affect the test result. I reiterated the conditions that can affect testing. She states that the bottle is never left open. A strip is removed and the bottle closed. She seems fairly well informed. She stated that he takes blood pressure medication, steroids, insulin and thyroid meds. She is aware of the effect of steroids on his blood glucose which is why they watch it closely. The typical bg range for this customer is 150-200. They have no control solution so we are unable to test. Storage conditions are in a back room away from heat sources. Replacing product.